Event description:
It was reported that during a rotator cuff repair procedure, it was observed that the device did not function. During in-house engineering evaluation, it was determined that the returned electrode had a charred and burnt section of the manifold. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: both a photo and the complaint device were received and evaluated. The photo investigation revealed that vapr s90 4.0mm w/integr hdp -ea was sitting on a table, only part of the device was visible. No anomaly could be observed on the device portion that was visible. Visual inspection of the returned device found that it was in a used condition and was not returned in its packaging, the active tip had signs of activation. The shaft, handle, cable and plug did not show any signs of damage. A functional test was performed by connecting the device to a test generator, as a result, it was found that an output short error code was displayed when activating the ablation and coagulation functions using the foot pedal. The electrode will be sent to the manufacturer for further evaluation. The manufacturer performed a visual inspection of the returned device; as a result the device was not returned in the original packaging, the tip was in a used condition with damage on the manifold. The device failed the electrical test and the activation functional testing, the ¿output shortage¿ errors were displayed. The customer reported that 'during the operation device does not function'. The visual inspection found that the plastic manifold was damaged probably by a 'shorting' event at the distal tip. The issue is caused by a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. The complaint device was returned and investigated. During testing, the complaint device failed both electrical and functional testing. Based on the evidence of the charred and burnt section of the manifold seen for the returned electrode, the likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous one piece lps electrodes (s90) which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through CAPA. A review of the batch manufacturing records was conducted on finished lot number u2403116: and no related non-conformances were identified. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would contribute to the complained device issue. Based on the information currently available, the potential cause is traced to design. This product issue will be addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.